Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack could no longer maintain sufficient charge. The battery pack was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed "pre charge failure" error during initialization. There was no adverse patient involvement reported. There was no patient information reported.